Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited oversensing of the qrs on the atrial channel. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.